Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic console exhibited poor illumination and the lamp had reached the limit 400hours. The details about procedure and patient harm was not reported.

Event description:
Additional information received indicating, the issue was with lamp reaching its limit at 400hrs is not a reportable malfunction, and this complaint does not meet regulatory reporting criteria.

Manufacturer narrative:
Corrected information was provided in b2. Additional information was provided in b.5. Based on the information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports will be reported under mfg report num. 2028159-2022-01254.